Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The parent of a customer reported via phone call of having leaks in the reservoir compartment. Customer's blood glucose reading is 67 mg/dl. Troubleshooting found that there is fluid underneath the display screen. No further details provided.